Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set tubing fell apart during set up. This event was further described as the end piece of the microbore tubing falling off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that male luer lock adapter was missing. Dimensional inspection was performed with no issues noted. Further sample testing could not be performed as the sample was returned with a missing male luer lock adapter. The reported condition of the microbore tubing falling apart was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.